Manufacturer narrative:
(B)(4). Guide cath: 4 fr kiwami. The device was returned for analysis. The resistance with the sds and damaged coils were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the heavily calcified, moderately tortuous, left anterior descending (lad) artery the balance middleweight (bmw) elite guide wire crossed the lesion without substantial resistance. A non-abbott balloon dilatation catheter (bdc) was advanced and percutaneous balloon angioplasty was performed without noted resistance between the devices. A xience prime stent delivery system (sds) was advanced over the bmw elite guide wire with the support of a 4 fr non-abbott catheter, however, resistance was noted between the guide wire and the sds. The xience prime and the bmw elite guide wire were removed from the anatomy; the 4 fr catheter remained in the anatomy. Outside the anatomy the bmw elite tip was found to be stretched from about 15 cm proximal to the tip end. A second bmw elite guide wire was used with the same xience prime sds and the stent was implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.